Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the proximal end including the manifold and strain relief of the stent delivery system were not returned. A visual and tactile examination found that the hypotube was broken. The device was measured from the distal tip to the hypotube break with a result of 144.5cm. The specification for device length was reviewed, therefore the break occurred at the distal end of the strain relief. Multiple kinks were also noted along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent the first most proximal strut was lifted from the stent profile and stretched slightly in a proximal direction. No damage to the rest of the stent. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left side artery. The 90% stenosed. Angulated target lesion was located in the mildly calcified left circumflex (lcx) artery. The lesion was engaged with a 6f non-bsc guide catheter and was crossed with a 0.014 guide wire. The lesion was predilated with a 2.5x12 maverick balloon catheter at 12 atmospheres. A 2.75x24mm promus element ¿ drug eluting stent was then advanced but the device was unable to cross the lesion. The device was removed from the patient's body. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.